Event description:
It was reported that since (B) (6), 2007 the status of some channels has started to change. At that time the patient received three slight blows to the implant site. At the moment, the patient is only able to hear a few sounds. Testing was carried out on (B) (6), 2008 which showed that electrode channels 5, 8, 9, 10, 11 and 12 have status 'sc'.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.